Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead was exhibiting noise. Physician capped and replaced the lead on (B)(6) 2019. Patient was discharged without any symptoms.